Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.